Manufacturer narrative:
Additional information: a medtronic representative reported that there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system beeped and would not perform image acquisitions. Restarting the system did not resolve the reported issue, when restarting the system displayed "initializing please wait" and would not pass the prompt. A second restart resolved the reported issue. There was no impact on patient outcome. No additional information was provided.